Event description:
Additional information received stated that the patient underwent a tricuspid valve replacement. Patient factors was the reason that this patient was not suitable for a teer procedure in general.

Manufacturer narrative:
The complaint for device interaction with previously implanted devices was confirmed with other empirical evidence via edwards on-site clinical specialist testimony. The presence of another pascal device and a pacemaker likely contributed to the difficulties of implanting the third pascal and 1 grade reduction in tr after deploying the device. Furthermore, no manufacturing non-conformities were able to be identified from the imaging evaluation as the images provided for the procedure were limited.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no intervention needed for the heart block, there is a potential for reintervention in this case due to the residual regurgitation that occurred as a result of the patient's pacemaker lead preventing optimal placement of the pascal device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : not returned.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where during the procedure it was tried to reduce the tr with a third device, but it was not possible due to pacemaker lead moving to the septal side and the physician could not bring the device in a good position to reduce the tr further. After a short av block, the physician placed the implant in p/s position to keep the reduction. As per the clinical specialist, the av block occurred without interaction of the implant, but the system had contact several times with the pacemaker lead and it was between the inner paddle and the clasp while grasping. Patient's paced heart rate was 70 bpm and was pacemaker dependent. Starting tr was grade 4+ and post-procedural was 3+. The patient left the or under stable conditions without anesthesia.